Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a notifications turned off banner. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.